Manufacturer narrative:
H11: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: neither sample nor image provided which leads to inconclusive result. A 6f introducer with 0.035" guidewire were used for access, the vessel was not tortuous / calcified, and the lesion was pre dilated. The product was used in the vascular system which is an off label use. Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. The device was used off-label. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use state: 'if excessive force is felt during stent deployment, do not force the stent system. Remove the stent system as possible, and replace with a new unit.' Holding and handling of the system throughout deployment was found sufficiently described. The lifestent biliary stent system is intended for use in the palliation of malignant strictures (neoplasms) in the biliary tree. The instructions for use state: 'the safety and effectiveness of this device for use in the vascular system have not been established.' Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a procedure using the lifestent. During the stent procedure, the delivery mechanism allegedly malfunctioned due to a defective wheel, preventing normal deployment. The physician manually completed the deployment. It was further reported that the stent partially deployed inside patient and the procedure was concluded without harm to the patient.